Event description:
It was reported to boston scientific corporation that an accumax laser fiber was opened during a ureteroscopy for a stone procedure in the ureter performed on (B)(6) 2014. According to the complainant, during preparation outside of the patient, a hair was noted within the fiber package upon opening the sterile package. It was reported that no damage was noted to the closure seal or packaging. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.